Event description:
Additional information received reported the patient outcome was unknown. Additional information has been requested but was not ava ilable as of the date of this report.

Event description:
It was reported that the patient was implanted with a bilateral epidural trial lead around t1/c7. The patient did not enjoy the stimulation sensation. After reprogramming, the patient still did not like the sensation and the decision was made to remove the lead. During the explant procedure the lead was cut and "retracted back into the patient." The following day, another physician made an incision and was able to remove the remainder of the lead. A laminectomy was not performed, and all of the lead was extracted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model unknown lot# unknown implanted: (B)(6) 2011 explanted: (B)(6) 2011.

Manufacturer narrative:
Lead model 3777; lead model 3777 lot# unknown, implanted: unk, explanted unk; multi lead trailing cable, model 3555-31, (B)(4); anchor/t lock model unknown, lot# unknown, implanted: unk, explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
Additional information received reported the event was due to a possible cut or break in the lead. A scan was taken (B)(6)-2011 but the results were not provided. The lead fragment was surgically removed (B)(6)-2011. There were no patient symptoms associated with the event. The patient did not require hospitalization and the outcome was noted as "non-serious injury/illness".

Manufacturer narrative:
Analysis of lead model 3777 lot # unk determined the product was segmented with no significant anomaly. The continuity was acceptable and there were no shorts between circuits. Analysis of multi-lead trialing cable model 3555-51 lot # unk determined no anomaly was found. Analysis of lead model 3777 lot # unk determined no anomaly was found. The continuity acceptable and there were no short between circuits. Analysis of t-lock anchor lot # unk determined no anomaly was found. Analysis of t-lock anchor lot # unk determined no anomaly was found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.